Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 46.4cm was returned for analysis. Internal insulation abrasion was noted at 9.8-9.9cm from the distal tip. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.6cm from the distal tip. The etfe coating was intact at these locations. Reliability laboratory technician st. Jude medical crmd reliability laboratory st. Jude medical crmd reliability laboratory

Event description:
This report is to advise of an event observed during analysis.